Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   2 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot dropped to the lowest height. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
It was originally reported that 2 malfunction events occurred where it was reported that the cot dropped to the lowest height; however; upon completion of the final investigations, the devices were not experiencing this issue.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced drifting down slowly, which is not reportable. Upon inspection of one of the devices it was determined the device did not experience a cot drop, but instead, experienced difficulty loading/unloading the cot into the ambulance.